Event description:
During an atrial fibrillation (afib) procedure, it was reported a perforation of the left atrium was noticed as the patient's blood pressure dropped. The perforation was confirmed by intracardiac echocardiograph. A pericardiocentesis was performed and approximately 500 ml of fluid were removed. The patient was reported to be in stable condition. It was reported this adverse event occurred when performing transseptal and the only devices that were inside the patient's body were the preface sheath and the transseptal needle (competitor¿s product).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4).